Event description:
The trailing haptic was pulled off during the insertion of the lens in the patient's eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
The customer did not use the recommended insertion device with the lens.